Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the battery gauge was fluctuating. Additionally, it was reported that the pump "automatically" delivered a bolus without being prompted. Tandem technical support (cts) verified in the pump history that boluses were delivered successfully and pump was operating properly, however, customer maintained that the pump did not function as intended. There was no adverse impact to the customer¿s blood glucose level. The customer continued to use the pump for insulin therapy.